Event description:
Physician was performing an endometrial ablation. The catheter was primed. The physician held it at an angle instead of straight up and down. The catheter was inserted into the vagina and the start button was pushed. Heat error flashed on the screen. The procedure was halted and the machine shut off. There were no holes in the balloon noted. The machine was turned on and the priming was restarted again, and there was another heat error. There were still no holes noted in the balloon after checking the third time. The catheter was reinserted and the balloon filled. At this point, a catheter error was noted on the screen. The balloon was removed and shut down was done. The fourth time the catheter was checked with dextrose 5% in water, three holes were noted. The catheter was removed from the field and a new one reattached. Priming was done with no holes noted. Procedure was then completed. Staff stated that this physician inserted the device at an angle instead of straight up and down, as the product representative demonstrated to him. The other two physicians that use the product have not had the incidence of holes in the balloon as this physician experienced.